Event description:
It was reported that this right ventricular (rv) lead exhibited intermittent spikes in shock lead impedance (sli) measurements. The typical sli range is between 50-60 ohms. Almost a year ago there was a high, out-of-range (oor) sli measuring greater than 200 ohms. Since then, we have received several alerts due to the oor sli. Technical services provided troubleshooting options. At this time, the lead remains in service. No adverse patient effects were reported.